Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during verification by abbott customer service of the inventory of the hospital, an order form that had not been processed was found in the files. The order form states that a 7.0 x 20 armada 35 balloon catheter was used on (B)(6) 2016, but had expired on 09/30/2016. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information provided, the reported device expiration issue appears to be related to the deviation from the IFU. It should be noted that the armada 35 instruction for use states: use prior to the use by date. In this case, there was no reported device malfunction or adverse patient sequela. Based on the information reviewed, there is no indication of a product quality issue.